Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg) tube re-placement. On an unknown date during an endoscopic visit for pej/peg replacement, the doctor observed the presence of gastric ulcer that has impeded the replacement